Event description:
While attempting to deploy the 6f mynx in the right femoral artery, the doctor stated that the balloon burst. Manual pressure was held for 20 minutes to obtain hemostasis. Manual pressure was held and patient was transferred from the cath lab with no hematoma noted.